Event description:
It was reported that during a lap sigma procedure that there were problems by usage when min is chosen, no further info is available. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.